Event description:
Device 2 of 6. Reference MFR report: 1627487-2013-21472, 21479, 21480, 21481, 21482. The pt received two scs leads with the same lot number (reported as device 4. It was reported the pt is experiencing discomfort due to ipg movement. Additionally, the pt stated that he discontinued using the scs system as it no longer helped him with his pain relief. It was also reported the scs system was implanted for migraines. The pt will consult with the physician regarding an scs system explant.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.